Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1303 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the user noticed leakage at the proximal area between 30cm-45cm on a PICC that had been inserted into a patient. A new PICC was inserted. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed within the sample. A small split was observed near the 44 cm depth marking. An attempt to infuse water through the sample using a 12 ml syringe revealed both samples to be patent to infusion; however, flushing the white-luered lumen revealed a leak emanating from the site of the aforementioned split. Tactile inspection of the sample revealed slight tensile weakness and material necking in the vicinity of the split. . Microscopic inspection of the split revealed sharply defined edges. Material abrasion and discoloration were evident in the vicinity of the split. The tensile weakness, material necking and surface abrasion in the vicinity of the split indicated that handling of the catheter (securement technique, manipulation, etc) resulted in the observed damage. The presence of usage residue indicated that the catheter was in use when such damage occurred. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿